Event description:
It was reported that the patient was getting sub-optimal therapy and was called into hcp's office for lead revision. During that appointment, it was discovered the pt had cervical dystonia and the patient was rubbing their head on their pillow every time they laid or sat, thus the rubbing caused an issue at the lead and extension connection site. Manufacturer representative (rep) said impedances were shown to be not within range on bilateral leads. Patient's healthcare provider opened up the lead surgery scar and tested both leads. The left lead was tested and the left lead tested within range. Extension was explanted and replaced on the left. The right lead tested out of range inter-op and both the lead and extension on the right were explanted and replaced. The implantable neurostimulator (ins) was moved to the other side of the chest so the patient did not rub her head on the connection site again. All impedances were within range post surgery. Patient was going to be programmed next week. Pt's weight was not determined at appointment. Both extensions were physically damaged during explant and the left lead was physically damaged.

Manufacturer narrative:
Continuation of d10: product ID: b3400060, serial #: (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2026, product type: extension, product ID: b3400060m, serial #: (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2026, product type: extension, product ID: b3301542m, serial #: (B)(6), implanted: (B)(6) 2024, product type: lead, product ID: b3301542, serial #: (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2026. Product type: lead section d information references the main component of the system. Other relevant device(s) are: product ID: b3400060, serial/lot #: (B)(6), ubd: 05-dec-2026, UDI #: (B)(4); product ID: b3400060m, serial/lot #: (B)(6), ubd: 13-jan-2027, UDI #: (B)(4); product ID: b3301542m, serial/lot #: (B)(6), ubd: 27-feb-2026, UDI #: (B)(4); product ID: b3301542, serial/lot #: (B)(6), ubd: 15-may-2026, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.